Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The meter was displaying erratic readings. Approx two weeks ago (date unk), during the day the pt felt confused, he tested his blood glucose and received a 496 mg/dl and a 46 mg/dl. Readings were done within 10 minutes from one another. Segments were not missing on the meter. The daughter contacted emt's due to the erratic readings on the meter and the pt did not treat himself based on the readings. He does not remember what the initial reading was when the emt's arrived or the reading in the hospital. He claims in the hosp he was treated with insulin and was kept inthe hospital for two days. Per patient, the diagnosis was erratic readings due to diabetes. The pt received one high result when doing the precision testing and was treated for hyperglycemia at the hosp. The pt does not recall much about the incident and does not recall the readings prior to the event or the readings the day before. He tests his blood glucose four times a day and takes lantus at night (70u) based on a sliding scale. Pt refused to provide mas his sliding scale range. No further clinical information was provided. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution that the pt had was expired. Customer care agent (cca) sent the pt a replacement meter and control solution.